Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose level was unknown. Customer stated that the display did not return after insulin pump restart. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display. Problem isolated to electronic assembly.